Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was no bleed back from the proglide marker lumen; therefore, no attempt was made to deploy the suture. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The proglide marker lumen was pre-flushed with saline prior to use and reflushed during use when no blood was coming from the proglide marker lumen. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported no bleed back from the marker lumen was not confirmed as it was noted that fluid was observed coming out of the marker port during testing. Additionally, the device was pre-flushed prior to the procedure, which indicates there was no blockage in the lumen before insertion into the anatomy. Therefore, it is likely that under insertion of the device contributed to the reported difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.